Event description:
It was reported that the customer had a problem with her infusion sets. Customer stated that she was getting a high blood glucose level every time she changes her set. Customer will often change her set 3-4 times a day. Customer will sometimes get a no delivery alarm and will change the set immediately. Customer's blood glucose level was 260 mg/dl. Customer has been having highs since last may. Customer has symptoms of high blood glucose levels such as feeling thirsty. Customer stated that the cannula is not full and the end looks like it is empty. Troubleshooting was performed and pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin and treat per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.